Event description:
Suretac guidewire broke off during surgery 18 years ago. Broken piece lodged in patient's lung where it has remained since 1992. Patient now needs an MRI unrelated to the guidewire. Mds office called to determine material composition of the guidewire.

Manufacturer narrative:
(B)(4).